Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remained in the patient. There was no reported product deficiency. Angina and mi are known as adverse events of coronary stenting as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent stenting in the pre-dilated mid right coronary artery (rca) with one 3.0 x 12 mm xience v stent. On (B)(6) 2009, the patient was re-admitted with shortness of breath and chest pain. The troponin was elevated and the echocardiogram showed a significant decrease in the ejection fraction. After the patient was given medication (lovenox and lasix), the event resolved on (B)(6) 2009. A diagnostic coronary angiogram was not performed. The patient was discharged home in stable condition. This event was adjudicated by the clinical events committee as a non-q wave myocardial infarction (mi), but it was undetermined if it was caused by the index target vessel. There was no additional information provided.